Event description:
Reporter indicated that when a vns pt was interrogated that the magnet activations had a lot of times on one row, and that this did not appear to be correct. Further review of the generator programming history that was downloaded from the physician's handheld computer and revealed that the generator total operating time had rolled over. Further manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.

Manufacturer narrative:
Manufacturer reviewed programming history.